Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that forty-eight unopened samples that pertain to product code sxpp2b412 were received for evaluation. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via: 2210968-2024-05530 2210968-2024-05531 2210968-2024-05532 2210968-2024-05533.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on an unknown date in 2024 and barbed suture was used. The stratrafix spiral pds bidirectional suture needle was popping off with very little tension. Four boxes with the same lot number were identified. After switching to a new lot number, there was no issue with the suture/needles. There were no adverse patient consequences reported. No further information was provided.